Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is china. H3: product analysis of part#:5540230 lot# 0916927w visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the set screw unable to be fully engaged in the mas head. This is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar spine decompression and fusion with internal fixation spinal therapy for lumbar disc degeneration. It was reported that the device has broken. There were no broken fragments left inside the patient and no further complications reported regarding the event. Additional information was received via manufacturer representative that there was a problem associated with undesired damage or breakage of those materials used in the device construction and no suspected manufacturing issue of the device.